Manufacturer narrative:
Failure analysis noted that the insulin pump was received stuck on full segment display due to faulty x2 on I/bd. Analysis was unable to verify history on the pump or a13 alarm due to full segment display. The pump had a scratched lcd window, cracked display window corners, cracked reservoir tube lip, reservoir tube cracked, and missing endcap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a history anomaly and a a13. The customer's blood glucose was 111 mg/dl at the time of the call. He stated the alarm cannot be cleared and was unable to check the history. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.